Event description:
It was reported that during a photoselective vaporization of the prostate procedure, at 28748 joules and 13:57 min, the metallic tip exhibited a rupture. The procedure was completed with another device. There were no patient complications.